Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI#(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 181 mg/dl and from meter to meter comparison of 142 mg/dl using truemetrix air meter and 61 mg/dl using another device. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on 06/04/2018 she had called the ambulance, not due to her diabetes, but because she had scratched her cornea and had a fever. Customer stated she had performed a blood test fasting using the truemetrix air meter and had obtained a result of 142 mg/dl; 8 minutes later the ambulance arrived and paramedics performed a blood test using their meter and obtained a result of 61 mg/dl and she was brought to the hospital. Customer stated when she arrived at the hospital they performed a blood test maybe 25 minutes later and had obtained a result of 25 mg/dl fasting. Blood glucose test result obtained using truemetrix air meter of 142 mg/dl and test result obtained using hospital meter of 25 mg/dl were not reported by customer as being performed back to back (within 30 minutes). Customer stated she was alert and had no symptoms of low blood sugar. Customer stated she was given glucose to get her sugar back up. Customer was not concerned with the low blood glucose test results in the meter memory; customer stated that sometimes when she obtains these low results she does not have symptoms. Customer stated her blood glucose results are up and down. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 51 mg/dl and 49 mg/dl using truemetrix air meter; customer was not concerned with the results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/18/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): result 1:37mg/dl, date:(B)(6) time:5:40pm, non- fasting; result 2:83mg/dl, date:(B)(6) time:11:25am, fasting; result 3:181mg/dl, date:(B)(6) time:2:39am, fasting; result 4:91mg/dl, date:(B)(6) time:11:05pm, non- fasting; result 5:138mg/dl, date:(B)(6) time:11:41am, fasting.